Manufacturer narrative:
The customer did not supply the patient's demographic such as age, date of birth, sex and weight. (B)(6). A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site. There is no evidence that the access accutni+3 reagent was returned for evaluation. In conclusion, the cause of the event cannot be determined with the available information.

Event description:
The customer reported obtaining a non-reproducible elevated troponin I (access accutni+3) result for one (1) patient involving the laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)). The customer reanalyzed the patient's sample two additional times on the same access 2 immunoassay system and obtained results above the reference range of the assay. The customer re-centrifuged and re-analyzed the same patient's sample in the same access 2 immunoassay system and obtained two (2) results within the normal reference range of the assay. The same patient's sample was analyzed on the abbott I-stat and generated a result within the assay's normal reference range. The elevated access accutni+3 result was released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The patient's sample was collected in a rapid serum tube and centrifuged for ten (10) minutes at 3000g (g force) at 15-25 degrees celsius.